Event description:
It was reported per field service report: on a pt symptom - while on pt, the unit alarmed with purge failure when the pump was initiated. Biomed was unable to duplicate, but reported high pressure alarms. Findings/action taken: was unable to duplicate purge failures or high pressure alarms. Found excessive water in drain tubing around pneumatic control switch assembly, cleared water from tubing, water bottle mostly empty, observed 2 drain cycles, unit passed functional checkout.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.